Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient that had hernia repair surgery. A patient¿s pd nurse stated that the hernia was preexisting and of an unknown type and unknown onset date. The patient was hospitalized overnight for the hernia and underwent hernia repair surgery. The patient continued pd therapy with temporary hemodialysis back up throughout the event. The patient had fully recovered from the hernia and has continued pd therapy with no further issues.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia, which required surgical repair. It was reported the pt¿s hernia was pre-existing; although date of onset is unknown. Hernia is a commonly known complication in pd therapy due to increased abdominal pressure from the dialysate during pd treatment which can create or exacerbate pre-existing weakness in the supporting abdominal wall structures. Therefore, a possible causal or contributory relationship cannot be ruled out, however there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.